Event description:
An a1059 mayfield skull clamp was reported to have slipped during a craniotomy. As a result the patient incurred a cut on his forehead which required suturing.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.